Event description:
The surgeon said that a portion of the ceramic of a mitek vapr se electrode broke off into the pt. The surgeon states that he does not know it the fragment was removed from the pt. He explored the op site and could not find it. He has made the assumption that the farament was sucked out via the suction tube.